Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were having problems with the implanted device: pain at their implant site. Patient said they did an MRI and they said there was nothing wrong with the surgery. Patient stated they have intense pain in the area and it does not go away, and the more active the patient is the more pain they suffer. Patient mentioned since the device was implanted, the pain started sometime in (B)(6) 2024. Patient noted if they lay down they can sleep, but once they get up and start moving around, the more they move/the more exercise they can't walk. They used to have a regular routine 3 day workout in a gym and 3 days of walking 2 to 5 miles. Pt reported that the implanted battery pack is the area of constant pain. Increased activity creates greater pain. Implant date (B)(6) 2023. Doctor is planning to have a smaller size battery pack installed. Later, pt reported that original programming 280 mhz, reprogrammed to 100 mhz, reprogrammed to 50 mhz. Reprogrammed to pain (illegible) of zones b1. The battery (illegible) none of these solved the pain/battery (illegible). Maybe implant a smaller battery pack or remove the system totally. The issue is not resolved. Appointment with surgeon on (B)(6).